Event description:
It was reported in an abstract article that a study was conducted on 16 patients (16 vertebrae) with osteoporotic vertebral compression fracture, who underwent balloon kyphoplasty procedures (bkp). Patients with neurological symptoms were excluded. All patients had at least 2 months of failed conservative treatment (despite therapy, fracture remained unstable). The study included 3 men and 13 women; age at surgery: 80 ± 7.76 years; mean duration of disease: 5.7 ± 3.6 months; mean operative time: 59 minutes; mean follow-up duration: 11 months. Treated levels: t1 (n=12), t12 (n=7), l4 (n=4), l2 (n=2) and l4 (n=1). The patients' underlying diseases included hypertension (n=4), rheumatoid arthritis (n=4), diabetes (n=3), depression (n=3) and prostatic cancer (n=1). It was reported that plain radiographs showed collapse at the pmma-filled site (at the bkp treated level) in 12 cases (75%). No fur ther information was reported.

Manufacturer narrative:
Literature citation: daisuke aoki, nobuo kai, kunihiko hirooka, tomohiro matsushita. "Our short-term postoperative results with balloon kyphoplasty". Age at surgery: 80 ± 7.76 years. Three men and 13 women participants. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.